Event description:
Manufacturer ref (B)(4).

Manufacturer narrative:
The ventilator was reported to generate a technical alarm regarding the safety valve is not in its predetermined state and a communication error. The device was investigated on site by our field service engineer and the main back plane printed circuit board (pcb) was replaced. After replacement of the back plane pcb the ventilator worked as expected. The replaced back plane pcb was not returned since the customer kept the board. An investigation of the received device log files can confirm the technical error regarding the safety valve is not in its predetermined state and a communication error. A failure leading to the reported technical error may lead to a stop in ventilation if the safety valve is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and the reported error code. A communication failure will not affect ongoing ventilation. Since no parts were returned, the root cause cannot be determined.

Event description:
It was reported that during log review for an unrelated complaint, a technical error code indicating an open safety valve was noted. There was no patient harm. Manufacturer's ref #: (B)(4).